Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from field indicated that an unknown abbott delivery sheath was used, an interaction with cardiac structures during deployment was unknown, and the angulation or kink in the delivery system was unknown. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for implant using an unknown delivery system. During the procedure, the left disc of the device appeared to be shaped like a bulbous. The device removed and a new 30 mm amplatzer multi-fenestrated septal occluder - cribriform was opened and attempted to implant. But the left disc of the second occluder also deformed to a bulbous shape. The deformed device was never released from the delivery cable while inside the patient. The second device was removed and replaced with a new 25mm amplatzer patent foramen ovale (pfo) occluder, which was successfully released and implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was reported stable and discharged.